Event description:
It was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman delivery system (wds) was implanted on (B)(6) 2018. The patient was discharged. The patient's wife stated that the patient had a stroke on (B)(6) 2024. The patient was taking baby aspirin prior the procedure and after the implant of the closure device. The patient continues to take it, with no other blood thinner prescribed. It was stated that the patient did not have any follow up testing done after the procedure. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman delivery system (wds) was implanted on (B)(6) 2018. The patient was discharged. The patient's wife stated that the patient had a stroke on (B)(6) 2024. The patient was taking baby aspirin prior the procedure and after the implant of the closure device. The patient continues to take it, with no other blood thinner prescribed. It was stated that the patient did not have any follow up testing done after the procedure. No further information was provided.